Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned for investigation. Stroke: in order to make a root cause determination, the clinical details would have to be provided. The root cause of the stroke was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. The patient has a cerebrovascular accident. A computed tomography confirmed left main coronary artery infarct and right frontal hemorrhage. The patient's outcome is stable. Additional information was received. The deficits did improve and there were no interventions.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿